Event description:
The customer returned the device stating, ¿there was cassette sensor error¿. During device evaluation it was found the downstream occlusion (dso) seal was detached and the dso sensor was damaged. The event happened during testing.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿there was cassette sensor error¿ was confirmed. The probable cause was damaged downstream occlusion (dso) sensor. Visual inspection also found the dso seal was detached. The dso sensor and dso seal were replaced. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.